Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was selected to dilate the lesion. During the 1st inflation at 8 atmospheres the balloon ruptured and contrast media leakage was noticed under fluoroscopic control. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was good.